Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2017 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 16036584, model/catalog description: precision ipg kit.

Event description:
A report was received that the patients lead had migrated. The patient underwent an explant procedure.